Event description:
Information received from the field notes that the patient experienced a syncopal spell post implant. An external telemetry strip showed approximately six events with auto- capture back-up pulses and no ventricular capture. The physician turned off the ventricular autocapture and pro- grammed the ventricular amplitude to 5.0 v. The device was later programmed to 6.0 v and is being monitored.